Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and was reported to have felt discomfort and palpitations. It was noted that post implant the right ventricular (rv) lead exhibited high impedance, intermittent pacing failure, rising thresholds and a lead dislodgement. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.